Manufacturer narrative:
Final analysis found loss of output and telemetry due to device battery voltage dropping below end of life (eol) level. This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator could not be inter- rogated. The device was removed and replaced.